Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level ranged from 104-105 mg/dl. Customer resumed insulin delivery successfully.